Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 600 mg/dl and current blood glucose was 540 mg/dl. Customer treated for high blood glucose using manual shots. The customer reported that customer experienced symptom like nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not alleged insulin pump was under delivering. The device will not be returned for analysis.